Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a yellow image which prevented smooth operation of the device. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and lg-bundle of the video cable section was broken and therefore the light transmission is lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no nonconformance were found related to this complaint olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a yellow image which prevented smooth operation of the device. The issue occurred during an unspecified procedure. There were no reports of patient harm.